Event description:
It was reported the rate is not adjustable. It was also reported when increasing from 80 bpm (beats per minute) and reaches 84 bpm the rate oscillates and drops but will not go higher. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case and side bail covers are broken. Battery release and battery drawer are contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.